Manufacturer narrative:
Troubleshooting of the device with the customer identified a lack of maintenance with the device that contributed to the depleted battery pack. It was also noticed the pads were expired. The customer was referred to a distributor to purchase a replacement battery and pads.

Manufacturer narrative:
The customer reported that the AED is flashing red and prompting a battery replace now warning. The customer stated that they replaced the lithium battery in the battery pack and still get a replace battery error. Troubleshooting of the device with the customer identified that the pads were expired. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the AED is flashing red and prompting a battery replace now warning. They did not report that this event occurred during patient use.